Event description:
During the paroxysmal atrial fibrillation procedure, a pericardial effusion occurred which was diagnosed with echocardiogram. A sternotomy was performed to drain the effusion and stabilize the patient. After transeptal and mapping, the patient's blood pressure became suddenly low at 60/30 mmhg. An echocardiogram was done, a pericardial effusion was diagnosed and was drained by sternotomy to stabilize the patient. A left atrial appendage perforation was noted during sternotomy. The procedure was not completed successfully as the physician decided to stop just after the effusion was noted, no ablation was done so no pulmonary vein isolation was performed. When the perforation was noticed, the physician was moving the ablation catheter inside the left atrium but did not have the time to do any rf. The physician does not know exactly when this perforation occurred. No performance issues were reported with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported incident could not be conclusively determined.